Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it mention "sutures were popping off the needle" could you please confirm" how many sutures were separated from the needle during suturing on this one patient during this single surgical procedure? Could you please confirm if it occurred in different procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). I was able to obtain additional information regarding this complaint. It happened three times during a vaginal repair, no adverse outcome to patient. They didn't save all originals but pulled lot number and have not had an issue since. Updating the contact information for the nurse that is handling this at the hospital. Events reported via: 2210968-2022-06452, 2210968-2022-06453.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/30/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one sealed box with thirty-six packets and nineteen packets of product code j258 were returned with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The device performed without any defect noted. A manufacturing record evaluation was performed for the finished device sbmcxt/ j258h65 batch number, and no non-conformances were identified. Related events captured via 2210968-2022-06452, 2210968-2022-06453.